Event description:
It was reported "pump not accepting cartridges and has had to go through a couple in order for pump to accept.". There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.